Event description:
It was reported that burr stuck in lesion requiring additional surgery. A 1.50 mm rotapro was selected for rotational atherectomy of a calcified coronary lesion. During the procedure, the burr stalled and became entrapped within the lesion, resulting in myocardial infarction and ischemia. The patient underwent surgery.